Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received loosely attached to the valve. All suture tips were detached from the holder. The valve holder was removed from the valve for further observations. The valve holder appeared intact; there was no evidence of damage on the valve holder legs. The rotor was assessed; there was evidence of stripping on the threads of the rotor. At this time, a model 7639 valve handle was rotated clockwise into the threaded opening of the holder until the handle could no longer be rotated. No difficulty was noted during the threading of the handle to the holder, the handle remained securely attached. The rotor was removed from the holder for further assessment. The sutures around the rotor were curled suggestive of sutures wound during cinching of the valve. Under magnification, all suture tips appeared jagged indicating the sutures were broken rather than cut. The break surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an issue with the valve t510c31 hancock ii mitral cinch 31 where the handle did not fit into the holder, preventing its use. The fault was reported pre-operatively, leading to the selection and use of another t510c31 valve instead. There was no patient involved.